Manufacturer narrative:
G2. Foreign: italy medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a loss of therapy. The patient reported that the stimulator kept turning itself off and on. The patient stated that when she charged during the evening that the stimulator was on and that when she woke up in the morning, it was off. Written or oral dissatisfaction with the product was communicated and corrective maintenance/repair was requested. A review of the implantable neurostimulator (ins) usage data by a member of the manufacturer¿s technical services group indicated that the ins was being discharged to the point which it could not deliver stimulation and that the therapy was resumed only after the ins was recharged. It was stated that the data indicated the ins was not malfunctioning and that instead it was recommended that the patient monitor their recharge level in order to prevent the ins from discharging. There was no allegation of patient death or serious injury. No further complications were reported or anticipated. Additional information was received. Technical services (ts) provided further context. As of (B)(6) , stimulation was "unavailable" (or lost with stim on from the data) 5 times and as of (B)(6) it was "unavailable" 7 times. Stimulation was recovered after each recharge session (recharge session started followed by restored). However, the ins was off on many occasions even for several days. The average interval is one day to a maximum of 5 days between restored and device on. All this suggests that the loss of stimulation is related to the ins battery being drained. Advise the patient to recharge the ins more often and not to let the battery drop below 50%. At the next questioning, its also advised to calculate the recharging interval and see if the result is consistent with what the patient experienced (ts expects an interval of at least once a day). The recharge summary from the report is consistent with what was seen previously from the data. Except for 3 recharges where the quality was not optimal, the time required to go from 0 to 100% with excellent quality was consistent with our expectations (1.4 hours is definitely acceptable from our point of view). To aid charging, make sure the patient leaves the charger in an excellent position. In conclusion, make sure the patient recharges the ins more frequently. If the ins becomes discharged, propose the patient recharge the ins and turn it on with the controller. During the recharging phase, the patient can monitor the quality so that it is as "optimal" as possible. Per the session report provided, electrode 2 had impedances of 40,000.

Event description:
Additional information was received. It was reported that the problem of the ins was resolved by changing the controller. It was noted that "now the ins battery is every 100%" and the patient doesn¿t lose the therapy. The patient first started experiencing the loss of therapy issue in (B)(6) 2024 and the impedance issue in february 2024. Electrode 2 that had impedances of 40,000 ohms according to the session report did not contribute to the patient's loss of therapy because the electrode 2 was not used. It was noted that the "impedence n¿ 2 is not used" the impedance issue has resolved. The recommendation to have the patient monitor the recharge level resolved the issue. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
B3 date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative. It was reported that the cause of the issue was not determined; they noted that perhaps the recharger system wasn't working properly, so the patient couldn't recharge the ins well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to h6 coding, additional code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.